Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records review not available for reporting at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a during an inter-medullary rodding of the femur procedure on (B)(6) 2018 two devices malfunctioned. The spiral blade inserter tabs that seat into the back of the blade became bent and also, the tip of the retaining screwdriver became bent as well during a screw insertion. There was a similar device available during the surgery. Patient outcome at completion of surgery was good. It is unknown if there was a delay in surgery. Concomitant device reported: spiral blade (unknown part and lot numbers, quantity: 1); screw (unknown part and lot numbers, quantity: 1). This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable: this complaint was confirmed by the sales consultant to be a duplicate of complaint # (B)(4) and therefore will be closed as a non-product issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.